Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 23. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.